Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient.according to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The following implant dates, hospitals, and surgeon names were provided; however it was not specified which products are related. (B)(4).